Manufacturer narrative:
Device evaluation: this universal power distributor (upd) cfg was returned for failure analysis, and the reported errors was replicated and confirmed. In the system logs, the errors were found, indicating a hardware high side switch fault and a node configure to be present did not respond during system starting up, respectively. Upon visual inspection, no issues were found that would be related to the reported event. This upd cfg was installed and tested on an in-house system where an error was triggered at startup, replicating the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm the reported event. The system powered on but failed to pass the self-test and reported an error. The fse resolved the issue by replacing the universal power distributor (upd) and universal controller card (ucc). The system was tested and verified as ready for use. Isi has received the upd product involved with this complaint. However, as of the date of this report, the failure analysis evaluation of the upd has not been completed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the case was converted to traditional laparoscopic surgery due to system errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) was called to help troubleshoot the reported system errors. The tse reviewed the system logs and found an error pointing to an issue with universal surgical manipulator (usm) 4 and proceeded to guide the nurse to perform a hard power cycle. The system could not be powered up normally, and the system led red indicators persisted. The procedure could not be completed robotically because usm #4 could not be used and did not enter the disabled status. To convert to a traditional laparoscopic approach, each port size was increased by 3mm, and an additional port site was placed. The procedure was completed via traditional laparoscopic surgery and there were no further issues.